Event description:
During an infix case, the surgeon had difficulty with implanting the device. According to the sales representative, the surgeon thought that the endplate of the implant appeared bent and one of the struts appeared to be locked posteriorly and not anteriorly. The surgeon pulled on the struts and they did not come out. The surgeon also implanted a danek plate in front of the infix disc replacement to assure that the struts would not migrate. All of the implants were left within the patient. There was no reported injury to the patient.